Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. The patient had been transferred to his wheelchair and the ventilator was connected to an external battery when the event occurred. No patient harm reported.